Manufacturer narrative:
This device was returned to mmdg for evaluation. Mmdg was unable to confirm the reported complaint during the investigation. The administration sets operated correctly.

Event description:
The initial reporter stated that "the bags are creating free flow from the break away tab". They state a piece of that tab is remaining in the tubing, not allowing the flow stop to depress fully and renders the tubing useless. During the initial call, mmdg did verify that the tubing has not been used on a patient. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. The evaluation is still currently in process and a follow up report to this will be filed once the evaluation is complete.

Event description:
The initial reporter stated that "the bags are creating free flow from the break away tab". They state a piece of that tab is remaining in the tubing, not allowing the flow stop to depress fully and renders the tubing useless. During the initial call, mmdg did verify that the tubing has not been used on a patient. (B)(4).